Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. On(B)(6) 2024, it was reported that the patient was hospitalized due to high blood glucose levels. Patient's blood glucose at the time of issue was 693 mg/dl. Patient was hospitalized for more than 24 hours. No further information available.